Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator shut down while in use on patient with no alarms. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported that the ventilator shut down while in use on patient with no alarms. The customer reported that the unit was in use on patient, but there was no patient harm.